Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation. After the customer reported the problem, the monitor was removed and placed in the customer's repair waiting store. An olympus field service engineer went to the customer site and inspected the monitor but the image had already recovered. No problem was found. Based on the legal manufacturer¿s investigation, since the device was not returned and the phenomenon was not reproduced during inspection, a root cause was not able to be determined. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use before gastroscopy, the monitor screen of the device became black. The device was used with an olympus video system center cv-290. The user replaced the device with a non-olympus monitor and completed the procedure. There was no report of patient injury associated with the event.